Event description:
The ultrasound gastrovideoscope was returned to the repair center for a separate issue which was not a MDR reportable event. However, an MDR reportable failure was found during testing at the service center. During inspection of the device, the ke45 adhesive at the distal end forceps cover was missing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of missing ke45 at the forceps cover can be traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.